Event description:
It was reported that a patient underwent a sling procedure and an endometrial thermal ablation procedure in 2009. Four days later, the patient experienced right-sided pain. Examination found a tender uterus and watery discharge coming from the cervix. Lab results found normal ua, cbc, and sonogram. Pain management was required with dilaudid. The patient was treated with flagyl for possible endometritis. The pain continued and the surgeon had the patient obtain a second opinion from another physician who had similar findings, but ordered an MRI finding only thickened endometrium. The patient has now returned to work. The surgeon opines that depression is a factor contributing to the event.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.